Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd2 therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown and the patient was not hospitalized. At that time, the patient started treatment with reflin daily (1gm, ip), and tobramycin daily (40mg, ip). The peritonitis was resolving. Dianeal therapy was ongoing as was remedial therapy with reflin and tobramycin. The reporter believed that the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.